Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The complaint is related to the serter device, which was not returned. Only the sensor was returned and analysis was not required.

Event description:
Customer called to report that serter would not release sensor. Customer also reported a bent cannula and high blood glucose levels over 500 mg/dl. Customer's current blood glucose reading was 345 mg/dl. Nothing further reported.